Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately seven months after device system implanted. Additional information was obtained from the funeral home and the cause of death was reported as natural causes with (B)(6). The source of the infection was requested of the cardiologist and primary care physician and is not available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 305c223, porcine heart valve, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
No eval explain code.